Event description:
I came in for report at 19:45, [redacted] was already crying so I told the day nurse that I was going to scrub in and hold her while she gave me report, we walked into the room and patients PICC [peripherally inserted central catheter] was bleeding at the site. We thought maybe she had managed to pull it out, so I grabbed a charge nurse, and we did a dressing change. Unfortunately, it was still leaking at the site. We got a piv [peripheral intravenous line] placed because it was too late to take her to ir [interventional radiology] to get another PICC placed. Provider was bedside while line placement team talked about the options, she decided to keep the PICC in place because ir might be able to still thread a wire through since she has limited access.